Event description:
A pump alarm was reported due to empty reservoir. The patient missed their refill and the pump went empty. The refill was missed due to a scheduling miscalculation or mix-up with the office. There was reportedly ¿a drop left¿. The patient reported having more pain because they were unable to use their boluses when the pump was empty. The pump contained clonidine, bupivacaine, and either morphine or dilaudid. Patient symptoms and the patient¿s outcome were requested.

Event description:
Additional information received reported the patient received assistance from their healthcare professional or manufacturer¿s representative and their concerns were resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6)2012, product type: catheter. (B)(4).